Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the final closure of the skin in a pacemaker battery change out open procedure, the thread broke into two pieces. They were at the end of the closure on the final pass, so the wound was closed. They put topical skin adhesive on it and finished the case. There was no patient injury.